Event description:
On (B)(6) 2026 at approximately 1858hrs, a sterile processing department employee sustained a crush injury to her hand which was trapped inside the following machine: brand: steris corp, common device name: reliance hamo vision single chamber, washer, decontamination system, manufacturer name: steris corp, 5960 heisley road, mentor, oh 44060, model # : fh05072, serial # : (B)(6), unique device identifier #: (B)(4). The employee's left hand was pinned between the second metal tray and outer glass cover while she was attempting to free herself using her right hand. Another employee was holding the bottom of the outer glass cover attempting to relieve pressure from (B)(6) left hand. Additional staff were needed to grab the bottom of the outer glass cover to raise it safely freeing the employee's hand. The employee was transported to emergency room 1, where she was treated for a sprained left hand, and lacerations to the fingers on her right hand after sustaining a crush injury. Upon vendor evaluation of the machine post-incident, it was noted that the steris washer door has a safety feature that failed. The parts were ordered and replaced.